Event description:
Patient was to receive intravenous lactated ringer's solution at 125ml per hour. A 1000 ml bag of sterile water for inhalation was infused instead. The bag's appearance is identical in shape and size to all other 1000ml intravenous bags and is packaged with an outer wrapping that is also exactly the same as other intravenous fluids. There is blue writing on the bag instead of black, and the bag does have the word "inhalation" written 3 times along the edge of the bag. The sterile water is used for high flow oxygen treatments and certain ventilators, but this particular patient was not receiving either of these treatments. There was another patient on the nursing unit who did have this product in use. The product is completely segregated from the intravenous fluids, ordered separately, delivered to the respiratory therapy department, and only handled by respiratory staff. We have been unable to determine how the bag found its way into this patient's room, and have not been able to identify which nurse started the infusion. After interviewing all staff the comments we received were similar in that the bag looks too much like intravenous solutions and needs clearer warning labels that it is not for IV use. The product is also spiked just like IV solutions and fits intravenous tubing. Clearly the staff involved did not read the label on the bag when it was hung, and the nurse caring for the patient during the infusion never noted the wrong solution was infusing during the shift.patient refused to allow lighting on in the room. We believe the darkened environment contributed to the error.